Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint for iab fos would not zero is confirmed. The fos fiber was broken near the distal tip of the catheter and therefore, the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the fos had problems zeroing. The issues occurred during use, after insertion and was solved by using another catheter in the same insertion site. There was report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fos had problems zeroing. The issues occurred during use, after insertion and was solved by using another catheter in the same insertion site. There was report of delay in therapy. There was no report of patient complications, serious injury or death.